Manufacturer narrative:
Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since log files were not available. Failure analysis of the returned battery revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. Supplemental testing revealed that there was a memory corruption within the gas gauge integrated chip that monitors the battery and reports information to the controller. This corruption caused the battery to trigger a safety flag and become inoperable. The battery passed functional testing after the flags were cleared, which was done by sending reset commands to the battery. As a result, the reported not charging and unable to provide power events were confirmed. The most likely root cause of the reported battery unable to charge or provide power can be attributed to a memory corruption of the battery, triggering safety flags that rendered the unit inoperable. An internal investigation evaluated battery main integrated circuit malfunctions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the battery was not received for evaluation. Log file analysis was not conducted since log files were not available. Visual evidence provided by the site revealed that the battery on the battery charger displayed four illuminated light emitting diodes (leds) with the battery charger status light illuminated; possibly due to a battery which has not completed the charging cycle. The fourth led light of the battery will illuminate during charging when the battery charge is between 75% relative state of charge (rsoc) and 100% rsoc. When the charging cycle is complete, all four leds will shut off and the battery charger ¿ready¿ led indicator will illuminate green. As a result, the reported events could not be confirmed due to insufficient evidence. It is likely that the patient perceived the four leds illuminated on the battery as fully charged battery. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a battery not providing power can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, improper weld and/or due to a soldering defect. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited an inability to provide power despite indicating four battery charge capacity indicator lights. It was also reported that the battery wasn't recognized by when connected and contributed to a no power alarm. The battery was exchanged. No patient complications have been reported as a result of this event.